Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the architect c4000, serial # (B)(6) . Service performed extensive troubleshooting to resolve the issue. Service observed the nozzles of the of the cuvette washers were overflowing due to the nozzles being clogged and the r1 probe was bent. Service replaced both the nozzle c4 #1, #4, #5 and c4/c8 rgt pr and deemed both parts the likely cause for the falsely decreased sodium results. The module function was verified with a control/precision run. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for c403001.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 processing module, nozzle c4 #1, #4, #5 (rohs)_part number 7-205228-02, and c4/c8 rgt pr rohs (list number 01g47-04) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, nozzle c4 #1, #4, #5, and c4/c8 rgt pr, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results processed on the architect c4000 for two patients. The samples were repeated and the results were higher. The results were not reported out. The following data was provided: initial result 117 repeat result 138. Initial result 117 repeat result 139. Reference (normal) range: 136 to 145 mmol/l no impact to patient management was reported.